Manufacturer narrative:
Medtronic sofamor danek puerto rico operations; (B)(4), part number 7068396; lot number h12j0270.

Event description:
It was reported that the patient underwent a lumbar procedure via cortical bone trajectory. It was reported that sometime post op the setscrew backed out. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Applicable imaging films were returned to the manufacturer for evaluation. Medical advisor interpretation: 3 postoperative x-rays are reviewed of l3-l4-l5 pedicle screws construct with crosslink at l4 with cortical screw trajectory. As suggested by the query of the operating surgeon, the extreme angle between the l5 "cortical screw" orientation in the sagittal plane and the lordosis of the contoured rod has exceeded the ability of the variable angle screw to accommodate. As a result the rod was never fully seated into the l5 screw. The set screw was never fully seated and was asymmetrically loaded. Patient extension movement post op could temporarily change the rod/screw angle and cause the interface to become loose and move ultimately resulting in the screw "walking" off the end of the rod.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.